Manufacturer narrative:
The issue of brakes not holding was incorrectly reported. The original reported issue by the customer was that the caster would not swivel. The issue reported is not likely to contribute to serious injury or death because the bed can be operated fully and the caster not swiveling is an annoyance only issue and bed can still be moved manually. No patient involvement or adverse consequences were reported. Unit could not be located by account or field service technician for repair. Technician did instruct account to contact stryker if and when the unit is located.

Event description:
It was reported via repair work order that the brakes were not holding. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the brakes were not holding. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.